Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/30/2016, to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
A receiver (part number str-gf-blu/ model number mt22719-blu/ serial number (B)(4)/ lot number 5211984) was returned for evaluation ; however it can not be determined if this is the complaint device. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4) model number - correction, catalog number - correction, serial number - correction, lot number - correction, UDI number - correction, if follow-up, what type?: correction, device manufacture date - correction to remove, event problem and evaluation codes - correction to remove (B)(4).